Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977a290, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a lead that was never implanted due to impedance issues. During lead implant, the impedances were all greater than 10,000 ohms. The physician changed the screening cable and the external neurostimulator, but the results were the same. It was unknown what factors may have led or contributed to the issue. The physician decided to replace the lead. The impedances measured on the new lead were all ok. The patient felt fine and was receiving effective therapy. The issue was resolved at the time of the report. No patient complication was associated with the event.

Manufacturer narrative:
Analysis found no issue with the lead. If information is provided in the future, a supplemental report will be issued.